Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation the large amount of black water pouring out, and the electrical base and the control body has crystallization.is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a large amount of black water pour out, and the electrical base and the control body had crystallization. There was no patient involvement.